Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged shortness of breath.there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a bipap device's sound abatement foam. The patient has alleged shortness of breath. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a shortness of breath, that the device will turns off randomly related to a bipap device's sound abatement foam. Additional information was received about the allegation of respiratory tract irritation, dizziness and/or headache, other and the device was not turned on/device was not functioning, nasal/throat irritation or soreness, not enough pressure, cough, sore throat. There was no report of patient harm or injury. Section e1 was updated in this report. Section h6 health effects: clinical codes, medical device problem code has been corrected and updated in this report.